Manufacturer narrative:
(B)(4): the customer is requesting assistance in obtaining retrospective data. The pt expired. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer is requesting assistance in obtaining retrospective data. The pt expired.